Manufacturer narrative:
The serial number of the analyzer was (B)(6). The analysis of the provided data did not identify any hardware issues with the cobas® 5800 system or any product-related issues with the cobas® mpx assay used during the testing that produced the questioned result. The discrepant results could potentially be attributed to a very low viral load, near or below the assay's limit of detection (lod). This is indicated by the weak pcr growth curve and the late critical threshold (CT) of 37.42. It is possible for a low viral load sample to be detected as reactive and non-reactive when tested multiple times, as these samples will have a low reactivity rate, and therefore, the results will vary between reactive and non-reactive. However, it also cannot be excluded that the questioned hiv-reactive result was caused by environmental contamination or by a nonspecific amplification event, which, due to the inherent nature of pcr, can occur at an extremely low frequency. The investigation did not identify a product problem.

Event description:
There was an allegation of a discrepant hiv result with the cobas® mpx assay for two samples from one donor patient tested on a cobas 5800 analyzer. On (B)(6) 2025, the initial test result was reactive for the hiv target. Serology result using the cobas e801, elecsys hiv duo test, was negative. On (B)(6) 2025, a new sample was collected, and the result was non-reactive.